Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose of 412mg/dl on (B)(6) 2018. Customer¿s current blood level was 94 mg/dl. Customer had symptoms such as nausea, headaches, confused, lost of memory, high blood glucose, aggetated. Drive support cap appears normal cannula was bent. Insulin pump failed high pressure test. Customer was alleging for under delivering. The customer was unsure that they were wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.